Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported respiratory failure, pulmonary edema and recurrent mr cannot be determined. The reported patient effects of cardiac death, respiratory failure, pulmonary edema, and recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Based on the information provided the reported cardiac death is the result of a combination of procedural conditions. A conclusive cause for the reported respiratory failure, pulmonary edema and recurrent mr cannot be determined. The reported additional therapy / non-surgical procedure is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip was placed in a2/p2 and mr was reduced to 2+. A couple of hours after the procedure, the patient was not breathing properly, and acute lung edema was confirmed. Transthoracic echocardiogram (tte) was performed, noting the clip was secure on the leaflets, but mr increased to 3. The patient was intubated and during this process a pneumothorax occurred. Tubes were inserted to re-expand the lung. The patient was reported to be in a very fragile state. Per the physician, the pneumothorax was caused during intubation. The physician feels, something happened after the procedure to cause the edema but did not say if the mitraclip device contributed it. The patient died on (B)(6) 2020. In the physician¿s opinion, the mitraclip device did not cause the patient death but the procedure did. No additional information was provided.